Manufacturer narrative:
The customer returned meter (B)(4) and strip lot number 1004031. The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, two of the four readings reported were found in the internal memory log of the meter and were taken in 10 minutes.

Event description:
Customer reported receiving erratic readings on their adc meter. Customer reported receiving readings of 500 mg/dl, 134 mg/dl, 56 mg/dl and 118 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported experiencing unspecified symptoms, however, refused to provide any further information. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. A product has been requested back. A follow-up report will be submitted once additional information is obtained.